Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: was the additional surgery time of 60 minutes only caused by the problems with the ec60a, or were there other circumstances that led to the additional time? The additional surgery time of 60 minutes only caused by the problems with the ec60a.

Event description:
It was reported that fired the first gold reload and I didn't have any problems; second gold reload the stapler stops and is unlocked with the red reverse button. The reload is changed; it jams again but even when the red button is pressed the stapler, closed on the tissue, does not open anymore. To complete the operation another stapler is placed under the previous one and the resection is completed. Time 60 minutes more. No patient problems.

Manufacturer narrative:
(B)(4).batch # p55f5e. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The manual switch was totally functional and worked without any issue noted during functional test. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.